Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged vessel dilator was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a vessel dilator. The depicted portion of the device included the distal end. A guidewire was inserted through the dilator. The tip of the dilator flared outward. Dilator tip damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include retraction of the guidewire against the dilator tip at a sharp angle.

Event description:
It was reported that the introducer sheath was found to be defective, interfered with tube placement process, used more 7655405. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.